Event description:
It was reported that on (B)(6) 2011 a supera stent was successfully implanted in the right distal superficial femoral artery. On (B)(6) 2012 the patient presented with acute right lower extremity ischemia. A supera tip was removed from the peroneal artery at that time. No additional information was reported.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The supera instructions for use (IFU) instructs: following release and placement confirmation of the supera biliary stent and target bile duct patency, the sds shall be removed by: gently retract the thumb slide into the proximal most position on the handle, rotate the system lock to the right, using fluoroscopy, withdraw the sds over the guide wire through the introducer sheath and out of the body. Based on the reviewed information, no product deficiency was identified.